Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had complaint of hip pain. The surgeon did a head and liner exchange. Ultamet mom construct in. No visible metallosis on cup or trunion. Patient had a pseudo tumor approximately 2cm in diameter. Cobalt serum levels- 27.2 3mos ago, 21 11mos ago, chromium serum-18.9 3 mos ago, 15.7 11mos ago. Doi: (B)(6) 2005. Dor: (B)(6) 2021. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.